Manufacturer narrative:
The patient reported additional information on (B)(6) 2013. He experienced severe hypoglycemia in the middle of the night, which he believes was caused by delivering too much insulin via syringe. The insulin injection was delivered to treat hyperglycemia that resulted from this complaint. He did not lose consciousness, but he required assistance getting soda and toast to treat hypoglycemia.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the patient reported that his infusion device shut down on its own. He stated that the device displayed an error at 12:00pm, but he did not recall what the error was. The device's display was blank and none of the buttons were responding. The patient replaced the battery but the problem persisted. The patient stated that he wasn't feeling well and he believed his blood glucose level was in the 500 to 600's mg/dl. His last blood glucose reading was 195 mg/dl at 12:00pm. His target range is 100-120 mg/dl. His last bolus was at 12:00pm right before he ate lunch. The patient was able to correct the elevated blood glucose level with an injection of insulin. His blood glucose lowered to 151 mg/dl. The patient stated that he is unaware of when the device stopped working. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All buttons were tested on diagnostic test system and meets the specifications.